Manufacturer narrative:
(B)(4). Visual examination of the returned product found signs of repeated use (nicked or gouged) and is cracked. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tibial trial for the ppk cracked during the cementing process. The leg was in full extension with the amber thickness gauge inserted between the femoral implant and the trial surface to create more compression forces on the cement. Upon retrieval of the trial, it had cracked during the cementing process. No particles from the instrument entered nor needed to be retrieved from the patient. The device was cracked but remained intact.